Manufacturer narrative:
Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted into the patient's operative eye to correct their astigmatism. However, the astigmatism got worse and the patient complained of discomfort. Additional information received from the facility revealed that the astigmatism value was calculated considering the sia value prior to the original surgery, but the astigmatism was not corrected and it became greater by about 0.25 cylinder. The pre-operative cylinder was 1.25 and the visual acuity post-operation was 0.5 with 1.50 cylinder. The original lens was explanted and a johnson and johnson non-toric lens of the same diopter power was used as the replacement iol. The original explanted lens was discarded. No further information was provided.